Event description:
Reportedly, on (B)(6) 2023, a rms report indicates eos is reached, following an abrupt decrease of battery voltage. The device was explanted.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis of the available patient files dated of (B)(6) 2023 revealed : an abnormal battery depletion no overconsumption the expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. The battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster).

Manufacturer narrative:
According to the analysis, the event date (b3) was modified to 03 september 2023 please refer to the attached analysis report. Analysis of the available patient files dated of 15 september 2023 revealed : - an abnormal battery depletion - no overconsumption the expertise of the returned ICD revealed no overconsumption. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, on (B)(6) 2023, a rms report indicates eos is reached, following an abrupt decrease of battery voltage. The device was explanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2023, a rms report indicates eos is reached, following an abrupt decrease of battery voltage. The device was explanted.